Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the bipolar forceps (cev134bg) were faulty and deformed; the jaws were not aligned. It was reported that the jaw of forceps broke during use in surgery. The broken part was retrieved. There was a five minute increase in surgery time to open another forceps. The procedure was completed using the other forceps. No patient injury occurred.

Manufacturer narrative:
The bipolar forceps (cev134bg) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar forceps (cev134bg) verified the complaint reported by the customer as valid. One of the wires were broken at the end of the tube. The fragment was returned. No manufacturing defect or material defect was found. According to the complaint description, the jaws were not aligned before the breakage. Root cause analysis: it was determined that the issue was likely due to a bad handling or an excessive effort applied on the device during the reprocessing or the storage, which can deform and weaken the device and led to the reported event.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, h10, h11. Corrected field: h6 - impact code 1 (4642) of initial MDR. This report has been submitted to remove health effect - impact code 1 (4642) of initial MDR, to be replaced with health effect - impact code 2199.

Event description:
N/a.